Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer in a follow-up call in order to ensure the customer's condition since the initial call; customer no longer has any symptoms and no medical attention is reported. Customer received replacement product. Customer satisfied with the product.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 102 to 150 mg/dl. The customer did report symptom of headache. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/30/2009 (expired) and open vial date is unknown. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Patient contacted us on readings being high. The test strips and control solutions are expired. Customer has been using expired test strips for a few days and receiving high results. Customer says her normal glucose range is 102-150 mg/dl. Patient tests twice daily. Customer is having a headache but does not need medical attention at this time. Verified meter memory results none of the results were fasting results. The customer will purchase test strips and contact us back.